Event description:
(B)(6) - patent found with head trauma post traumatic amnesia (pta), subdural hematoma (sdh) found on arrival, emergent external ventricular drains (evd) inserted. After several days the clamp broke off evd unit. Md aware, did not want to change out due to increase of potential infection to site. Evd removed 5 days after clamp broke, no harm to patient, no signs and symptoms (s/s) of infection from this incident.

Manufacturer narrative:
Follow up report 001 ref. To natus complaint (B)(4). The lot/serial number of the affected device was not confirmed. Complaint history review/trend analysis: (24 months review and percent of sales) 30 previously confirmed "integ-broke in use" complaints within the past two years. (B)(4). Root cause/failure investigation: the customer did not return the device for evaluation. No further action is required; complaints will be tracked and trended for recurring issues. Failure mode: no device returned - unable to determine.

Manufacturer narrative:
Initial report ref. To natus complaint # (B)(4). Reference to related report# (B)(4). The customer confirmed there was only one device that failed. The device was difficult to turn at first, so did not change the device out until it actually broke. Entire device was then changed out after the break. The customer confirmed they will return the device for evaluation. Per (B)(4) risk analysis spreadsheet, (ras) - natus eds 3 external drainage system. Hazard ID 4.33. Cause - unable to seal off flow in stopcock. Effect (harm) - delay in patient treatment, over drainage of csf and infection residual risk medium the hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified. No associated capas. Further investigation to be carried out.

Event description:
Nt821731c - patent found with head trauma post traumatic amnesia (pta), subdural hematoma (sdh) found on arrival, emergent external ventricular drains (evd) inserted. After several days the clamp broke off evd unit. Md aware, did not want to change out due to increase of potential infection to site. Evd removed 5 days after clamp broke, no harm to patient, no signs and symptoms (s/s) of infection from this incident.